Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/17/2014 with the following findings: an inexplicable power-reboot event, which can be indicative of the type of power issue that was reported, was observed in the black box data. Also, a cs-054 call service alarm, which can cause a blank display and thus be mistaken for a power issue, was also observed in the black box data. The threads of the battery cap were damaged. The battery compartment was cracked in the thread area and below the grip pad. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU) due to the battery compartment and cap damage. The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The relation of the aforementioned device failures to the reported power issue can not be determined, as the reported power issue would have to be duplicated to determine such. Unrelated to the reported power issue, the display screen visual was dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue. Reportedly, the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.